Manufacturer narrative:
Continuation of d10: product ID: wr9230, serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the battery died 2 days after implant, on sunday, and then they had a very hard time getting it recharged. Patient stated they tried to charge the implant, but the connection only went to good. Patient had been wearing the belt since 9am this morning and the implant was only at 60% and the recharger was at 45%, and the recharger had gotten very warm. Agent asked, patient stated they still had an open wound with a bandage over the incision site. Patient stated they finally started charging the ins and was having trouble connecting, and the connection should read excellent, but it was not, and had been sitting at 60%. Patient said the equipment was not functioning the way they believed it should; also expressed difficulty connecting to therapy app. Patient asked why they were having to wear a belt when they work full time and couldn't sit there with the belt on for 8 hours making it charge. Agent reviewed information and recommended patient wait until the healing process was complete before using the equipment. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the patient had an appointment scheduled for april 4. Patient called again and repeated the same concerns in regard to charging the ins; after charging for 1.5 hours, the recharger was down to 60% charge and the ins had only incremented to 20% while displaying a good connection. Agent again reviewed it was not advisable to use their charging equipment on their open wound, as well as while a bandage is in the way of the connection. Patient confirmed they had spoken with their rep (as previously documented in this case). Patient inquired about normal charge times on excellent and good; agent reviewed, but stressed that until the area around the ins is more healed, they will likely continue to have difficulties. Agent again redirected the patient to work with their hcp and manufacturer representative if they have concerns, as the equipment does not appear to be malfunctioning. Patient mentioned their rep told them it should be fine to charge their ins even with an open wound, so patient will likely continue to try. Additional information was received from manufacturer representative (rep) who reported the cause of the recharging issues was the patient was recently implanted and had swelling around their implantable neurostimulator (ins) site and attempted to charge too soon. They told the patient to wait until the swelling goes down to recharge. Additional information was received from manufacturer representative (rep) who reported patient will meet with healthcare provider (hcp) tomorrow. Additional information was received, it was reported the patient was having a pocket revision on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 it was reported that the implanted neurostimulator (ins) had been placed near a fat fold in the patient's back causing the difficulty with recharging the ins. The surgeon determined that the ins needed to be moved to a better spot to allow for ease of charging. The new placement would allow more ease with recharging. The rep clarified that the pt had been able to recharge the ins, it was just difficult in the original location because they couldn't get the recharger flat against the skin.